Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow up report will be sent to the FDA.

Event description:
Philips received a report from a customer. A patient was examined on an ingenia 3.0t mr system using the torso xl coil. A day after the examination, the patient went to the family doctor, which reported a large blister to the hospital.

Manufacturer narrative:
Based on the provided information and tests performed on site, there is no indication of a malfunction of the MRI system or coil used that contributed to the injury. As the provided information was insufficient to determine the cause of the injury, further information was requested. Regretfully, after several requests no further information was provided. The heating sensation the patient experienced can be explained by the combination of administered whole body specific energy dose and administered high sar scans. Furthermore, it was stated that the examination room temperature was 27 degrees celsius, which can contribute to the event.